Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows no loss of power or any reboots on (B)(6) 2012. An unconfirmed 147 "occlusion" alarm for four hours followed by an unacknowledged 162 "loss of prime" warning for another four hours and one unusual power on reset are observed on (B)(6) 2012. Another unusual power on reset is observed on the (B)(6) 2012 for five hours inducing an abnormal time/date reset. The pump powers on normally and ran for 24 hours successfully, no power interruption occurred during testing. The pump was opened and the power flex and the power circuit were inspected, no evidence of intermittent condition or any moisture ingress were found. The pump was disassembled; pcb inspection shows corrosion on the internal backup bt1. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the up button was intermittently unresponsive the keypad was undamaged. There was evidence of contamination found under all key contacts except the ok button. (B)(4).